Event description:
A-team, friendly reminder about this da: when inserting the dilator adapter da into the flushed sheath set, please just push it into position from the distal end. Do not pull the dilator adapter from the proximal end of the da that is sticking out of the hub of the dilator. The da is made from a thin material and when you pull on the da you can stretch it. When you stretch the da, the inside diameter gets smaller and then very difficult to pass over the guidewire due to the high friction. Push gently from the distal end of sheath set: don't pull the da into position from the proximal end: (B)(6).